Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 48 mg/dl; cause was related to customer's activity level. Bg was addressed via a sports drink. Reportedly, the customer was able to use a different outlet and that resolved the issue.